Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank. The user indicated the roller pump was still functional. Since the event took place after the cardiopulmonary bypass procedure, there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.